Event description:
Healthcare professional later reported fluid surrounding the implant, cyst measuring 14 mm and 12 mm confirmed by MRI. Healthcare professional later reported capsular contracture baker garde IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: not observed. ¿ cyst: unable to observe since it is not related to the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.